Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 0.9; repeat inr = 1.6. Pt self tester says therapeutic range is 2.5-3.5. Distributor lists the pt's therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.